Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 103, 870 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. The fiber was found to be fractured at the metal cap open end. The fiber proximal to fracture could rotate independently. The distal end of the heat shrink tube shows sign of melting. The metal cap shows mild sign of detritus and the glass cap shows mild sign of devitrification and detritus. The metal and the glass caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined excessive bending/user handling during the procedure.